Manufacturer narrative:
The field service representative (fsr) manually cleaned the cuvettes, verified the robotic positions, adjusted the optical light path, and replaced the cuvette wash bellows and high concentration waste peristaltic pump tubing. No additional discrepant result issues have been reported since the service activity was completed. Part number 2-89055-02 bellows set,incl rod & fitting (rohs) was determined to be the likely cause of the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 module and the part number 2-89055-02 bellows set,incl rod & fitting (rohs) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 module or the part number 2-89055-02 bellows set,incl rod & fitting (rohs) was identified. Section g1 contact information was updated to reflect the current contact (B)(6) .

Event description:
The customer observed falsely elevated architect magnesium results on the architect c4000, serial number (B)(6) for one patient. The sample was repeated at another lab with lower results. The following data was provided: initial magnesium = 7 repeated an another lab = 2. Reference range = 1.6-2.6 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect magnesium results on the architect c4000, serial number (B)(6) for one patient. The sample was repeated at another lab with lower results. The following data was provided: initial magnesium = 7 repeated an another lab = 2 reference range = 1.6-2.6 mg/dl no impact to patient management was reported.